Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, increased capture threshold was observed. No patient symptoms were reported. The lead will continue to be monitored.